Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 80 mg/dl. Reportedly, the wake button issue was resolved the next day. In addition the pump declared button alarms that were unable to be cleared. Reportedly, the customer reverted to manual injections for insulin therapy.